Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probe. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 3/10/97 the account reported an erratic result for ckmb which was obtained from the analyzer. A result of 13.9 ng/ml was reported and questioned by the physician as the pt's total cpk was 25. The sample was retested and a ck-mb result of 2.6 ng/ml was reported. According to the customer, sample integrity was good. The customer uses the primary tube to analyze samples. Prior to the event, weekly maintenance was performed, however controls were not run prior to running the sample. Medical intervention did not take place due to the first reported result. No report of injury.